Event description:
It was reported that post-operatively on a gastric bypass, the patient returned to the emergency room and underwent an exploratory laparotomy where it was observed that the staples had opened. It was noted that three reloads was used and had the same issue. The patient was admitted to the intensive care unit (ICU) and experienced an extended hospitalization.

Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p5h1205). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.